Event description:
It was reported that when in session the programmer is very slow. It was also noted that the threshold testing was delayed when printing was attempted due to an error message indicating that there was not enough disk space. Running the service disk resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.